Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a facility representative via (B)(4) that a 1.8mm fiber tak broke. This occurred during a case when the metal part broke off in the patient and could not be retrieved. On 09/14/2023 additional information was provided via phone, it was reported that on (B)(6) 2023 a patient underwent a left shoulder procedure where (5) anchors, and (1) suture tak anchor were implanted. On (B)(6) 2023 the patient had a post-op x-ray taken as the patient experienced pain at that time it was discovered that a portion of an ar-8990st fibertak® broke off and remained in the patient. On (B)(6) 2023 a CT also confirmed there was a fragment in the the patient. On (B)(6) 2023 the patient underwent a revision surgery to remove the broken fragment, when attempting to remove the fragment it broke even more leaving another portion embedded in the patient.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces upon insertion and/or prying/leveraging the device during use. Per dfu-0054-eo r5, precaution 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process.